Event description:
Two (2) needles "broke off" in a pt's mouth during a suturing procedure. The needles apparently broke at the swage area. In both cases, the doctor was able to retrieve the needle from the pt's mouth. The pt did not require any "medical attention."

Manufacturer narrative:
The customer/distributor indicated that the needles involved in the incident are available for eval. However, as of the date of this report, the needles have not been returned to angiotech. A review of the device history record for the raw suture material, needle/suture assembly and finished good lot indicates that the product met specification. No other complaints have been received for product 101-1582, lot m284830.